Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73j1900728 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that no staples came out when they were released, when the machines were shaken, the complete magazine flew out of the machine.